Manufacturer narrative:
The last calibration performed on 25-feb-2022 did not indicate an issue. The qc recovery on 01-mar-2022 was not within 2 sd but was within range upon repeat. The customer performed a visual check of the plasma sample and no fibrin or clots were observed. The customer used rack adapters. The alarm trace was requested but not provided. The field service engineer (fse) inspected the instrument and did not find any issues. The fse adjusted the gear pump head pressure, rinse head dispense levels, and rinse water volumes. He flushed the sample and reagent probes with a bleach solution and made adjustments. He performed precision checks with acceptable results. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The cause of the event could not be determined. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for an unspecified number of patient samples tested on a cobas 6000 c501 (ul) v. The initial results were reported outside of the laboratory. The reporter decided to rerun the samples because of the number of low critical results obtained from the analyzer. The patient samples were rerun on their other c501. The repeat results were deemed correct. The reporter was able to provide six examples of questionable results: (B)(6). The reagent lot number is 58658601 with an expiration date of 31-jan-2023.